Event description:
It was reported that during a clinic visit, this left ventricular (lv) lead was suspected to exhibit loss of capture (loc). The health care professional (hcp) called technical services (ts) and requested a review of the device presenting electrogram (egm). Upon review, ts noted the lv lead exhibited high pacing thresholds and loc. Ts discussed findings with the hcp and recommended for a xray imaging and an in person visit for further lead evaluation. At this time, the lv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this left ventricular (lv) lead was suspected to exhibit loss of capture (loc). The health care professional (hcp) called technical services (ts) and requested a review of the device presenting electrogram (egm). Upon review, ts noted the lv lead exhibited high pacing thresholds and loc. Ts discussed findings with the hcp and recommended for a xray imaging and an in person visit for further lead evaluation. At this time, the lv lead remains in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that during a follow up in clinic visit, an x ray was performed, and the imaging was able to show the lv lead was still in position. The lead thresholds were tested and revealed the lv lead exhibited high pacing thresholds. The physician reprogrammed the lead settings and will continue to monitor the lead as normal. No additional adverse patient effects were reported. The lv lead remains in service.